Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist (rt) reported fluctuating nitrous oxide readings from -5 to 60 parts per million on the inomax ds (B)(4). Investigation results received on (B)(4) 2011. Evaluation summary: on investigation of the device service log, fluctuating monitored nitric oxide (no) values were recorded. Since fluctuating monitored nitrous oxide values have been observed in the service logs of other devices and have been linked to fretting corrosion of an internal ribbon cable, the cable was replaced. Following cable replacement, the device performed to specifications. The fretting corrosion can lead to intermittent high resistance connection at the cable's connector, leading to fluctuating monitored nitrous oxide values. It is important to note that the monitored nitrous oxide value would be fluctuating in this case and not the actual nitrous oxide delivered.

Event description:
On (B)(6) 2011, a respiratory therapist (rt) reported that inomax ds (B)(4) was in line with a bunnell high frequency jet ventilator when, after 2 days of use, the nitric oxide (no) readings started fluctuating from -5 to 60 parts per million. The device was removed from use and replaced with a different unit. No adverse event was reported. The customer contacted (B)(4) technical support and the device was cycled on and a low calibration was performed. The device passed the low calibration; however, the rt requested the device be replaced. The device was removed from service by the customer and returned to the company for investigation.